Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a recent in patient device check, interrogation showed a code of 1005. The boston scientific sales representative contacted boston scientific technical services (ts) to inquire the meaning of the code. Ts stated that it was due to out-of-range (oor) shock lead impedances during an attempted shock delivery. Ts suggested further device evaluation to determine why. Further checks noted that the chronic shock impedances were increased to 116 ohms, but didn't see anything out of range. The physician checked the device thoroughly and noted no evidence of any issues. At this time, no intervention is planned, and the patient will continue to be monitored. To date, no adverse patient effects have been reported.